Event description:
It was reported that within a week of implant, the right ventricular (rv) lead was found to have dislodged. The lead was attempted to be repositioned, but during the procedure, blood was found in the lead lumen, which in turn was leaking into the device header. The lead and device were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. (B)(4).